Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a popping noise was found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "when attempting to stick a patient there is like a pop where the needle pushes back inside the catheter lumen."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a popping noise was found during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter. "When attempting to stick a patient there is like a pop where the needle pushes back inside the catheter lumen."